Event description:
Related manufacturer reference number: 2017865-2023-48059. It was reported that the patient presented for implantable cardioverter defibrillator (ICD) implant. During the procedure, it was noted that ventricular pacing inhibition occurred upon connection of the leads to the header, resulting in patient asystole. It was further noted that the left ventricular (lv) lead was suspected to have micro-dislodged. Upon reconnection of the leads, it was still noted that there was no low voltage output from the ICD. The procedure was completed using an alternate lv lead and ICD on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported events were dislodgment and loss of capture were not confirmed. As received, a complete lead was returned for analysis. Final analysis found no anomalies.